Event description:
It was reported that a patient underwent a right cerebellopontine angle tumor resection surgery on (B)(6) 2026 and barbed suture was used. During the procedure, during the preoperative examination, it was found that the outer packaging of the suture was damaged. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). H6: type of investigation: b21 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, and the following was obtained via: please confirm wether the primary sterile packaging or the outer packaging/ box was damaged? The foil packaging was damaged. Was the sterility of the device compromised? Yes. Are there photos available for visual analysis? No. Were there any patient consequences? No.